Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about month post implant of ventralex mesh, patient was diagnosed with fistula, cellulitis, purulent discharge, granuloma and abdominal pain thereby underwent removal of mesh. The instructions-for-use supplied with the device list fistula as a possible complication. This emdr represents the mesh - ventralex (device #3). An additional supplemental emdr was submitted to represent the mesh - ventralex (device #1) and an additional emdr was submitted to represent ventrio mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was identified and excess sac was removed. Then a ventralex mesh was placed and sewn in place using sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventrio mesh (device #2). Per operative notes, ¿the hernia sac was cleaned off and the old ventralex mesh (device #1) was part of the hernia sac. The excess sac was removed and a ventrio mesh was sewn in place using sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia, bowel obstruction and dehiscence thereby underwent open repair with the implant of ventralex mesh (device #3) and removal of ventralex mesh (device #1) and ventrio mesh (device #2). Per operative notes, ¿the old ventralex mesh and ventrio mesh were removed and a new ventralex mesh was sewn in place using sutures.¿ (B)(6) 2013 - patient was diagnosed with enterocutaneous fistula with abdominal wall cellulitis, abdominal pain and drainage has started to seep out of incision thereby underwent open repair with removal of infected ventralex mesh (device #3). Per operative notes, ¿there was succus and bilious wound drainage and the ventralex mesh was removed. Inflammation was noted and the rest of the wound was mostly just granulation tissue. Attorney alleges that the patient had pain, hernia recurrence and emotional injuries.